Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer put a new sensor and was getting calibration not accepted messages, as well as off blood glucose readings. They had a blood glucose level of 199 mg/dl. The insulin pump went to threshold suspend because the sensor was reading a low blood glucose level of 89 mg/dl. Troubleshooting was performed. The sensor will be returned for analysis.